Manufacturer narrative:
Correction: section h6 medical device code 2993 reported in the initial report should have been 1670. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 1627487-2022-01197. It was reported the patient experienced pain after an implant procedure on (B)(6) 2022. As a result the lead was cut at the anchor site. Additional surgery may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.